Event description:
It was reported that the lv lead had an alert for high oor pacing impedance, noise, and loss of capture suspected to be due to lead fracture. The plan was to bring the patient in for further review. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).